Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting rupture. Device has been explanted and replaced. The affected side is unknown.

Event description:
Patient reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07feb2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 23may2024.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reporting rupture. Device has been explanted and replaced. This is for the left side.

Manufacturer narrative:
Device evaluation: a review of the device noted an opening assessed as surgical damage. A piece of missing shell was assessed as inconclusive.

Event description:
Patient reported left side rupture. The device has been explanted and replaced.